Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the guide-wire was unable to be advanced through the left ventricular (lv) lead near the s-curve. A new lv lead was used to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of guidewire could not be inserted was not confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. Analysis found that despite the procedural damage to the inner coil at the s-curve region, a guidewire was able to be inserted and removed without difficulty. Visual and x-ray inspections did not find any anomalies except for procedural damage.